Event description:
It was reported that shaft break occurred. The target lesion was located in the diagonal artery. A 1.50mm x 20mm emerge¿ balloon catheter was advanced through the guide catheter however the shaft of the device broke approximately 30cm from the hub. The procedure was completed using another 1.50mm x 20mm emerge¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Returned product consisted of an emerge balloon catheter with no other devices. There was contrast in the inflation lumen. The balloon was loosely folded. The hypotube shaft was completely separated 76cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There were numerous shaft kinks in the inner and outer shafts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).